Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was discovered after cancelling treatment. There was an air detected in cassette warning in dwell 1 of 4. The patient could not get the warning to clear, so treatment was stopped and when the cassette was removed from the cycler, it was clear that there was a leak where the tube goes into the cassette. The patient confirmed that solution did not get into the pump module area and that everything inside of the cycler was dry. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak event. The patient stated again that there was no fluid in the cycler and patient is still using the same cycler. The cycler set was not available to return as a sample product.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was discovered after cancelling treatment. There was an air detected in cassette warning in dwell 1 of 4. The patient could not get the warning to clear, so treatment was stopped and when the cassette was removed from the cycler, it was clear that there was a leak where the tube goes into the cassette. The patient confirmed that solution did not get into the pump module area and that everything inside of the cycler was dry. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak event. The patient stated again that there was no fluid in the cycler and patient is still using the same cycler. The cycler set was not available to return as a sample product.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.